Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the dexcom g7 sensor experienced signal loss and failed to pair with the ilet, leading to a false low alert on the ilet while a confirmatory fingerstick measured 223 mg/dl; the user subsequently replaced the dexcom sensor and reported improved glucose display, and was directed to contact dexcom for sensor replacement. Symptoms included a device-generated low glucose alert without corroborating hypoglycemia. Outcomes included temporary interruption of continuous glucose data and reliance on fingerstick measurement, with no medical intervention, no ketone testing, and no hospitalization. Investigation included remote troubleshooting and education to attempt sensor repair and confirm pairing status, followed by a recommendation to change the sensor. Investigation of this case revealed loss of communication between the dexcom g7 sensor and the ilet as the precipitating issue, with resolution after sensor replacement and no ilet hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was a sensor communication or pairing failure attributable to the cgm sensor system.